Event description:
The customer called to report, that the driver arms in the insulin pump were not moving forward and were not delivering any insulin. The customer also reported a high blood glucose reading of 600 mg/dl. Troubleshooting was performed and the insulin pump did not deliver any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.